Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support to perform a pump reset, after which the sensor session was successfully started without further errors.